Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the manufacturing record file was reviewed and there were no events that represent a quality issue in the product. The product does not present defects which impedes the correct therapy execution. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The patient called cat (center of telephonic aid) to notify that she identified one unit that presented a leak in the patient line. There was no patient involvement, the product was not used.